Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a atrial fibrillation ablation in the heart a intellanav mifi open-irrigated was selected for use. During the procedure the device abnormally discharged. The device was replaced. The procedure was completed without any patient complications reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory visual inspection revealed no visual abnormalities. Functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. The unit passed the leak test without problems. The flow test confirms the device may not have flushed due to a blockage/obstruction at some point in the catheter. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a atrial fibrillation ablation in the heart a intellanav mifi open-irrigated was selected for use. During the procedure the device abnormally discharged. The device was replaced. The procedure was completed without any patient complications reported.